Event description:
Physician mounted stent on balloon catheter. The location for the stent to be placed was the right pulmonary artery. When the balloon was inflated, only the distal end of the balloon inflated, pushing the stent proximally. The stent moved proximally. The physician attempted to get the balloon to go into the stent again in order to move it back distally, and finish opening the stent. The balloon would not go back into the stent. The physician used a snare to compress the stent back down and pull it into the ivc. A cut down was performed on the femoral artery and the stent was removed. A cutdown was necessary to make the hole in the vessel large enough for the stent to come though.